Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, bumpy rash underneath the therapy electrode pads. The patient was reportedly advised to keep the area clean and dry which helped the irritation heal. It is unclear who advised the patient but the initial report was from a medical assistant at the patient's cardiologist.